Manufacturer narrative:
Conclusion: it is the opinion of our medical director that this portion of the device is meant to be removed from the peritoneal cavity after use according to the instructions for use. A simple inspection of the device after removal would assure that no portion was left behind. This event appears to be the result of surgeon technique and not a product malfunction or defect.